Event description:
It was reported that the pt had "pocket complications". She underwent surgery to reposition the device. The device was then reprogrammed the same day. F/u with physician was unsuccessful. No further info was reported.

Manufacturer narrative:
Pocket complications.